Event description:
Reported condition: customer reported that screw from missing from blood pump rotor and alarming e075 blood pump speed error. Machine installed on (B)(6) 2024, machine total run hours at the time of event was 1689hrs. Action: national service engineer found missing screw on blood pump rotor cover and push pin gap at 2mm. Replaced flat head screw on rotor cover. Push pin calibrated to 0.2mm. Machine heat citric disinfected and working to manufacturer specifications. Ready for patient use.